Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. It should be noted that during the course of troubleshooting, it was revealed that the alarms were switched off, therefore the sensor did not issue any alarms. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported on behalf of her son that the low glucose alarm did not sound on the adc freestyle libre 2 sensor and therefore experienced a medical event. Customer experienced an incident in which he lost consciousness, "fell, hit against the wardrobe and broke his thumb". Ambulance was called and customer was diagnosed with hypoglycemia and received glucose solution for treatment in the ambulance. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Low and high glucose thresholds in the reader¿s alarm settings were set. Sensor was activated with known good reader, and linearity tests were performed. Low glucose alarm and high glucose alarm were successfully activated. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported on behalf of her son that the low glucose alarm did not sound on the adc freestyle libre 2 sensor and therefore experienced a medical event. Customer experienced an incident in which he lost consciousness, "fell, hit against the wardrobe and broke his thumb". Ambulance was called and customer was diagnosed with hypoglycemia and received glucose solution for treatment in the ambulance. There was no report of death or permanent injury associated with this event.